Event description:
The aci clinical specialist reported that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported tha the balloon lost pressure during pullback at the first stop and the device pulled out from the patient's body. A device from another manufacture (perclose) was deployed successfully. The patient was not hospitalized due to the mynx device/mynx procedure. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.